Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted tka, when surgeon began to burr and pulled the burr away from the cut plane, the real intelligence robotic drill displayed a "system time out: the robotic drill has been deactivated" error. When "continue" button was pressed, it kept giving the error and froze up the screen. At this time, the case was exited, re entered and the drill was successfully recalibrated, however, tech mentioned the burr loading was "different". When surgeon began to burr away the medial distal condyle again and finished most of the cut, the "system time out" error popped up again. They tried a new long attachment, however, the error persisted. After a non-significant delay, a new drill was opened, successfully loaded a burr, and finished burring the lateral condyle. Although, when going to burr the medial punch block hole, it was noticed that the hole was very small and not like normal. Moreover, the medial cut was not even. Situation was remedied by taking a little bit more distal bone to fix. No patient complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed. The reported problem was confirmed. On initial testing, the drill appeared to function normally, however after disassembly an extra dowel pin was found inside the drill. When tested with this dowel pin inside, it would occasionally interfere with the carriage movement. This caused the system time out errors to be produced, which would sometimes clear when the drill was tapped and the pin was moved out from obstructing the carriage. An additional investigation was performed at the manufacturing site. The information about this complaint will be shared with manufacturing staff with emphasis on proper visual verification in accordance with the work instructions to capture this issue or similar instance of lose components inside a unit. The most likely cause of the reported issues seems to have been due to an additional dowel pin being left inside the drill during production assembly, acting as a foreign object and interfering with the mechanics of the drill. This pin should not have been present as only 2 pins are used for assembly of the housing, and both were installed in their appropriate positions. The system time out errors and other symptoms reported were most likely a result of the dowel pin interfering with carriage movement and positioning. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference number: case: (B)(4).

Event description:
It was reported that during a cori assisted tka, when surgeon began to burr and pulled the burr away from the cut plane. The real intelligence robotic drill displayed a "system time out: the robotic drill has been deactivated" error. When pressing "continue" button was pressed, it kept giving the error and froze up the screen. At this time, the case was exited, re entered and the drill was successfully recalibrated, however, tech mentioned burr loading was "different". When surgeon began to burr again away the medial distal condyle and finishing most of the cut, again the system timeout error pooped up. They tried a new long attachment, however, the error persisted. After a non-significant delay, a new drill was opened, successfully loaded a burr, and finished burring the lateral condyle. Although, when going to burr the medial punch block hole, it was noticed that the hole was very small and not like normal. Moreover, the medial cut was not even. Situation was remedied by taking a little bit more distal bone to fix. No patient complications were reported.